Event description:
The customer returned product for broken charger connector, during physical inspection it was found that the downstream occlusion (dso) seal was detached. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found a damaged(detached) downstream occlusion (dso) seal. In addition, functional testing found a defective latch. The dso seal and latch will be replaced.